Event description:
It was reported that the suture became entangled with the vessel. A flexima ureteral drainage catheter system kit was selected for use. During withdrawal, it was noted that the drainage's thread became entangled with the vessel. The device was completely removed from the patient's body and the procedure was completed without replacing the device. No complications were reported, and the patient is good post procedure.